Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date were inaccurate on the pump; cause is unknown. There was no reported impact to the customer's blood glucose level. Customer adjusted the time and date to resolve the issue.